Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported: the procedure was delayed 3 hours due to: the system was accidentally unplugged during the procedure. Upon rebooting the system, a system message was displayed which would not allow the system to restart. The system was exchanged and the procedure was completed uneventfully. No patient harm was reported. Additional information was requested.